Event description:
The surgeon and his pa noticed that not all the arrows were lining up on final tightening of the torque wrenches. They said one of the sets of arrows weren't in-line when the others were. Torque was slipping as well and torque mechanism wouldn't catch right away. There were no adverse consequences to patient and it did not cause any issues during surgery.